Event description:
It was reported that the pt's hearing had become worse over the past few weeks. Exchanging the external equipment had not helped the situation. Testing of the device showed a malfunction.